Event description:
It was reported that during an initial hip arthroplasty, the stem would not seat into the femur after several broaching attempts. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h1, h2, h3, h6, h10 visual examination of the returned product identified scratching on either side of the neck of the stem. No other damage was observed. The remainder of the stem is in good overall condition. Additionally dimensional analysis was preformed. The width and the overall length were measured. The measurements fall within the appropriate range for the stem. Reported event was unable to be confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Root cause could not be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.